Event description:
The initial reporter stated that a patient received erroneous results when testing with the nurse's coaguchek xs meter serial number (B)(4) using test strip lot number 32264212 and the patient's coaguchek xs meter serial number (B)(4) using test strip lot number 36888621. This medwatch will apply to test strip lot number 32264212. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 36888621. At 11:00 a.m., a sample from the patient was tested using the nurse's coaguchek xs meter ((B)(4)) and test strip lot number 32264212, resulting with a value of 6.7 inr. At 12:30 p.m., a venous sample collected from the patient was tested in the laboratory using the stago neoplastin cl plus reagent, resulting with a value of 3.1 inr. The patient has a peripherally inserted central catheter which was flushed with heparin. At 2:53 p.m., a sample from the patient was tested using the patient's coaguchek xs meter ((B)(4)) and test strip lot number 36888621, resulting with a value of 4.9 inr. The reporter stated that the patient's hands were cleaned with sanitizer prior to collecting samples for meter testing. The patient's coumadin medication was held based on the laboratory result. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is stable and functional. The patient is waiting on a heart transplant. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. There were no concerns with the patient's hematocrit and the patient does not have antiphospholipid antibodies. Other than coumadin, the patient was not taking any other blood thinners. The patient did not have any symptoms of bleeding or bruising. The patient has a diet which includes low sodium and no dark greens. The products were requested for investigation and replacement products were sent back to the nurse and patient. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.